Event description:
Pt was undergoing hysteroscopic myomectomy using a morcellator. Using the larger reciprocating port of the morcellator the distal fibroid was removed. However during the removal of the proximal fibroid the attachment piece snapped and broke. The small polyp handle was used however the fluid deficit increased and the hysteroscopic myomectomy was abandoned.